Event description:
It was reported that the skin sensor displayed temperature readings below the actual temperature which is 33-34 degrees celsius. The hospital tested the skin sensors on different staff members, on dry skin and various placements, to confirm the issue. The cable used was the same as that used for esophagus sensors and was believed to be functioning properly. There was no patient involved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.